Event description:
It was reported that when patient removed the infusion site for the line blocked alarm noticed that the cannula was bent. Patient inserted a new infusion set to resolve the issue. There was patient involvement and no patient harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.